Manufacturer narrative:
Patient information: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -7.0/1.5/045 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6)2022 the lens was exchanged with a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.